Manufacturer narrative:
The device history record (DHR) and quality records were reviewed. These documents demonstrate that procedures were correctly followed. No other similar or related complaints for the reported lot were found. Complaints which are serious in nature are reviewed on a regular basis or for due cause to provide visibility and escalation. In addition, complaints are also monitored for trending on a monthly cadence. No further information is available at this time.

Event description:
This is a non-us event. The event occurred in (B)(6). The consumer stated by e-mail that a tampon came apart during removal and pieces remained inside the body. This event occurred with one tampon. On (B)(6) 2018, the consumer was contacted for more information, but indicated she could not talk at that time. There have been three additional attempts ((B)(6) 2018, (B)(6) 2018) to contact the consumer for more information, but no answer was received. It is unknown if the consumer received medical assistance. No further information is available at this time.